Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter intermittently lost connection with the pump for an unknown amount of time. No additional patient or event information was available. Customer declined troubleshooting and declined to provide further information with tandem technical support.